Event description:
Prior to a renal cryoablation procedure, during the testing phase, the system presented a gas leak out of the top port on channel 2. Two ice rod plus 90 degree needles were already open and could not be tested, the case was cancelled. The patient was under conscious sedation.

Manufacturer narrative:
The distributor service engineer duplicated the reported problem in testing, confirming the customer complaint. Testing of the system found that the helium solenoid for channel two was not closing. After replacement of the channel two helium solenoid valve the system tested and performed as expected.